Event description:
In 2009, the pt reported that since about five days, she has had elevated blood glucose readings ranging from 166 mg/dl to 389 mg/dl with her normal range being under 150 mg/dl. Symptoms were extreme thirst and she treated her readings by bolusing insulin. She stated she disconnected from her insulin infusion headset and programmed a 6 unit bolus of insulin but only 2 small drops came out. She said she has switched to her backup infusion device last night and her blood glucose has returned to its normal range. On follow up, the pt stated she has switched to her replacement infusion device and she has had no blood glucose issues. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.